Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Multiple insulation abrasions exposing the outer coils were noted. The abrasion is consistent with that of exposure to friction with another implantable device or feature of the heart. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.